Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the patient was not sure whether or not lead dislodged, and thought if it had that the left lead dislodgement may have been due to him jumping on the surgical table when he felt like he was electrocuted. The patient did go through the week-long trial and was unsure if he had any therapeutic effect. No further complications were reported or are anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, implanted: (B)(6) 2018, product type: screening device. Product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the patient called the inbound line and symptom data was collected. The patient stated that after their drive yesterday, they were at 4.0 stimulation and their right testicle and right lower buttock area were in a lot of pain. They decreased stimulation to 2.9 and the pain subsided over the day. They were not showing a 50% or greater, they switched to the left side and they were feeling fluttering in their buttock center line more on the right. Patient stated they felt like they were electrocuted on the surgical table wand it was when they were placing and testing the left lead. They thought they dislodged the left lead. They were reluctant to change, but they were comfortable. Contributing factors to the reported event were unknown. The patient switched to the left side at 4.5 and reported they were comfortable. Patient was advised to contact their clinician with questions or concerned. It was unknown if the issues were resolved at the time of the report.